Manufacturer narrative:
The master tool manipulator (mtm) was analyzed. Error code 23031 was confirmed in logs and replicated on the surgeon side console fixture test platform (sftp). No visual failures related to the reported problem were found during inspection. Functional testing on an sftp system resulted in a failing button sensor. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the buttons on the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were getting a recoverable fault on the right hand control. The tse viewed the logs and found error 23031 pointing to the finger clutch button. The tse recommended disconnecting the console and using the other console for now. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.